Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: "leakage on the qsyte membrane."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/3/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received three q-syte devices (one used and two unused and in a sealed packages) from lot number 1053556. Through the visual inspection damage was not observed to the components. The unit was tested for leakage in both the actuated and unactuated positions. The two sealed units did not leak in either position. The used unit leaked through the top disk slit in only the unactuated position. This is indicative of damage to the bottom disk. The reported issue was confirmed. The used unit was dissected for microscopic inspection. A small amount of damage was found on one end of the top disk slit. Additionally, a small hole in the shape of a half circle was present at the bottom disk slit from which a tear extended to the column wall. An inspection for adhesive wicking down the column of the q-syte top body was performed. No adhesive was identified that could have contributed to the leak. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defects originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1118484. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-05-07. Medical device lot #:1053556 medical device expiration date: 2026-02-28 device manufacture date: 2021-03-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked. The following information was provided by the initial reporter: "leakage on the qsyte membrane. "